Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/21/2020. H.6. Investigation: one used cannula hub was received by our quality team for evaluation. The used cannula hub was attached to a luer stopcock, as the luer stopcock was not manufactured at bd tuas, no further investigation was done on it. Upon visual inspection of the sample it was observed valve had moved towards the cannula hub luer side. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. Bd is investigating this issue and is in the process of implementing the appropriate corrective actions, CAPA#1379444, in order to improve the customer and patient experience.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked blood on 2 occasions during use. The following information was provided by the initial reporter: 2 incidents by 2 different teams. Blood reflow and leak at the infusion site. One of the patients suffered a significant loss of blood due to the leak and the operating position that did not allow a visual on the injection site. In at least one of the cases, a valve was added between the extender and the equipment. The grey valve appears to be placed differently on a defective product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked blood on 2 occasions during use. The following information was provided by the initial reporter: 2 incidents by 2 different teams. Blood reflow and leak at the infusion site. One of the patients suffered a significant loss of blood due to the leak and the operating position that did not allow a visual on the injection site. In at least one of the cases, a valve was added between the extender and the equipment. The grey valve appears to be placed differently on a defective product.